Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Device received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error and no delivery while attempting to prime. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.